Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During inflation at 14 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.